Manufacturer narrative:
B3: event date is approximate. Year confirmed as valid. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755; serial#:(B) (6); UDI#: (B)(4); product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported the recharger paddle started on fire and the issue began last week thursday. Patient stated that they were charging their implant on thursday, the paddle got real hot and then they pulled the paddle out and the wiring attached to the paddle started smoking. Patient noted that they needed to charge their implant in a day or two. The issue was not resolved. A request was sent to the repair department to replace the recharger.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6), product type recharger analysis of the [recharger], model [97755 ], s/n [(B)(6)] found electrical failure - no device found message. Overheated/burned - heating at while running at the donut end. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.